Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that his cardiac resynchronization therapy defibrillator (crt-d) and the associated non-boston scientific leads were explanted due to the patient's infection. No additional adverse patient effects were reported. The explanted device was not expected to be returned.